Manufacturer narrative:
This MDR is being made void based on additional information received on 16-aug-2017 from the distributor (bsc) which stated that the initial complaint device reported, a zurpaz 8.5f steerable sheath device, was not involved in the incident. Not returned to manufacturer.

Event description:
Additional information received on 16-aug-2017 stated that the initial complaint device reported, a zurpaz 8.5f steerable sheath device, was not involved in the incident. Initial complaint description received was as follows; "hypotension, chest pain, pericardial tamponade." "Was a generator involved? Yes sjm ibi. Action taken by the physician to try to resolve the event: pericardial puncture, drainage, infusion of crystalloids, pain medication / device removed. Physician assessment of the relationship of the event to the device unlikely to be related. Event resolved? Yes. Other possible contributing factors to the event product-design to stiff.

Manufacturer narrative:
Investigation is still in progress. A follow-up MDR report will be submitted with the investigation findings.

Event description:
Complaint description received: "hypotension, chest pain, pericardial tamponade." "Was a generator involved? Yes sjm ibi. Action taken by the physician to try to resolve the event: pericardial puncture, drainage, infusion of crystalloids, pain medication / device removed. Physician assessment of the relationship of the event to the device unlikely to be related. Event resolved? Yes. Other possible contributing factors to the event product-design to stiff.